Event description:
The customer reported experiencing multiple error code 42 incidents that required resets, occurring three times over two months. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up from the technical support team, resulting in no additional information regarding the outcome of the event.